Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 5 seconds, the balloon ruptured in a form of a vertical crack. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.